Event description:
It was reported: "dr. Commented on the 'blackside wear' of the tibia insert. Surgeon resurfaced the patella and decided to exchange the insert while patient was in the or. Insert was removed with an osteotome."

Manufacturer narrative:
Na